Event description:
It was reported that the balloon became stuck with the rotawire. The 85% stenosed target lesion was located in the non tortuous and non calcified perineal artery. A 2.5mmx150mmx150cm coyote and a 330cm rotawire and wireclip torquer were selected for use. During the procedure, the balloon was inflated at nominal pressure and it was noted that the balloon became stuck with the rotawire. Both balloon and rotawire were removed together as one unit with no issues and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon became stuck with the rotawire. The 85% stenosed target lesion was located in the non tortuous and non calcified perineal artery. A 2.5mmx150mmx150cm coyote and a 330cm rotawire and wireclip torquer were selected for use. During the procedure, the balloon was inflated at nominal pressure and it was noted that the balloon became stuck with the rotawire. Both balloon and rotawire were removed together as one unit with no issues and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the balloon became stuck with the rotawire. The 85% stenosed target lesion was located in the non tortuous and non calcified perineal artery. A 2.5mmx150mmx150cm coyote and a 330cm rotawire and wireclip torquer were selected for use. Duirng the procedure, the balloon was inflated at nominal pressure and it was noted that the balloon became stuck with the rotawire. Both balloon and rotawire were removed together as one unit with no issues and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The returned product consisted of a coyote balloon catheter with a 0.009 guidewire stuck inside of it. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple buckling to the guidewire lumen. The inflation lumen is kinked 17.5cm from the hub. Microscopic examination revealed damage to the tip. The guidewire lumen appears to have been stretched. The device was x-ray to confirm both marker bands are still present. Inspection of the remainder of the device presented no other damage or irregularities.